Event description:
It was reported that the customer had issues with the insulin pump's battery. The customer's blood glucose level was 85 mg/dl. The insulin pump turned off without any alarms. The battery did not last more than one week. The customer received multiple low, bad, weak, and failed battery test alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.